Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while installing a new navigation system, the camera cart monitor was disconnecting. After booting up, it would stay on for about 10 minutes, but then display a network connection message with pcoip. Initially it came back on after 30 seconds, but it did not come back on after that. The system was rebooted to establish connection, however it would lose connection again after 10 minutes. In self test the pcoip was showing disconnected. There was no patient present when this issue was identified.

Manufacturer narrative:
Other relevant device(s) are: product ID: pcoip 9735796 zero client s8 svc, serial/lot: (B)(4); product ID: pcoip 9735796 zero client s8 svc, serial/lot: (B)(4). A system checkout was performed by a manufacturer representative. The functioned as intended and passed all tests. The representative fdm10, fdr213, fdc67 applicable to system checkout analysis was returned pcoip, (B)(4), and found that the pcoip was configured to auto negotiation and logs indicated 4 instances of software caused resets. The cause was determined to be a defective pcba. Analysis was performed on the returned pcoip, (B)(4). The pcoip was tested and found to temporarily connect to the test bench, it would then display an error message and would not connect to the host. The unit was configured to auto negotiation and when re-configured to the current release configuration, unit functioned as expected. Fdm10, fdr120, fdc4307 are applicable to both product analyses. If information is provided in the future, a supplemental report will be issued.